Event description:
Event description boston scientific received information that during a replacement procedure, this implantable cardioverter defibrillator (ICD) during defibrillation threshold testing, was unable to convert arrhythmia at 21 joules. During a 31 joule shock an audble pop was heard coming from the device. The impedence measurement on this defibrillation lead at this time was < 20 ohms and an error message was then displayed on the programmer. This lead had tested at 41 ohms prior to the change out.